Event description:
Reportedly, user loaded the clip to the jaw and tried to approach tissue, then the jaw closed and the clip dropped off from the jaw. Procedure: kidney/ adrenal gland.

Manufacturer narrative:
10/22/2004 initial report sent to FDA.